Manufacturer narrative:
(B)(4). The device manufacture date is unavailable. The manufacturing location was unknown. Reporter's phone number was not provided. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the quick coupling device had missing parts, and the inner jaws were fractured. It was also noted that the device failed pre-repair diagnostic tests for symmetry, function of the clamps, the largest diameter, for untrue running, general condition, status of development, and cannulation. It was noted in the service order ¿adapter has failed in securing needles fracture inner jaws¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.